Event description:
It was reported during use that a cardiosave intra-aortic balloon pump (iabp). The device indicated a fan failure, and the customer informed that the blood pressure signal could not be displayed. The iabp was replaced and continued treatment, and there was no impact on the patient.

Manufacturer narrative:
Due to character limit in e1 full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
. A getinge field service engineer (fse) was dispatched to evaluate the unit. He states, the equipment inspection found that the cooling fan alarm, the speed deviation was 15%, and it needed to be replaced. 5-14, two fans were replaced, and the equipment returned to normal. Blood pressure signal issue was resolved when customer replaced the disposable pressure sensor equipment. All functional inspections of the equipment were carried out according to factory requirements. The inspection results met the requirements and the equipment was delivered to the customer for use.

Event description:
N/a.